Event description:
Customer reported on a bravo capsule which failed to detach from esophagus. It has been 20 days since the bravo procedure took place and the capsule was still attached, pt complaining of discomfort. The doctor received the required info including technique to detach a retained capsule.